Event description:
Information was received from a patient with an implanted neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor therapy. It was reported that the patient reported seeing a por message today. Patient redirected to hcp to discuss further.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.